Event description:
Pt presented with chills 10/2001 and was treated prophylactically with ancef but no cultures were performed. Pt again presented with chills and fever in 2001 and was admitted to the hosp for IV treatment with ancef. Blood cultures in 2001 indicated staph simians.